Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They tried to burn off the side branch blood vessels but the output was weak and they could not burn the blood vessels. They raised the power supply setting from 3, but the situation did not change, and they released a new vh4000 and completed the surgery. There was no problem with the newly released vh4000. The evh procedure took about 5 minutes longer, but there was no health hazard to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, d10, g4, g7, h2, h6, h10, h11 corrected section: h3 device evaluated by mfg from "no" to "yes" testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) the device was returned to the factory for evaluation on 03/15/2022. An investigation was conducted on 03/24/2022. Signs of clinical use and evidence of blood was observed on the harvesting device. The heater wire was observed to be intact, no visual defects observed. The clear silicone insulation was observed to be intact. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four(04) repetitions using "max life test method stm2048073. The device activated and transected tissue four (04) times with no cautery failure observed. Based on the returned condition of the device, the reported failure "electrical /electronic property problem" was not confirmed.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, g4, g7, h2, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2020 to (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/ 3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
N/a.